Event description:
The customer reported that a scope communication error (e216) occurred and that images could not be captured during a colonoscopy therapeutic procedure, which was completed using an olympus backup device involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.